Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire assembly and a lidstock for analysis. Signs-of-use in the form of and unknown white substance was observed on the guide wire body. Visual analysis did not reveal any defects or anomalies on the guide wire. The guide wire total length measured 456mm , which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .796mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle assembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously". The report of a kinked guide wire could not be confirmed through complaint investigation. Visual examination did not reveal any defects or anomalies on the returned guide wire. The guide wire met all relevant dimensional and functional requirements, and device history record review did not reveal any relevant findings. Based on the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the swg (spring wire guide) kinked during patient use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) kinked during patient use.